Manufacturer narrative:
(B)(4). Conclusion: device modification prior to implant.

Event description:
A talent stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that the patient was found to have a type 1a endoleak due to a type ii endoleak that caused aortic neck dilatation to 28.8 mm at the level of the renals and the stent graft migrated 5 mm. The physician chose to do a back table modification of an endurant 32x32x70 cuff (branched/fenestrated with scallop for the sma) to branch the renal arteries in order to address the endoleak. The stent graft was deployed on back table and re-constrained in a 24 fr peel away sheath. The peel away sheath was attempted to be inserted into another manufacturer¿s 26 fr dry seal. The 24 fr sheath was unable to be inserted all the way into the 26 fr dry seal and the scallop got caught on the sheath and caused the anchors of the endurant cuff to deploy. The stent graft was removed and the anchor pins were re-constrained into the tip capture. The device was then placed in a 22 fr peel away sheath and introduced into a 26 fr dry seal. There was a lot of manipulation of the device and when final tip capture release was performed the tip did not release. Handle disassembly was performed but it failed as well. Another attempt was made; however, the stent graft moved forward and covered the sma. At this point the decision was made to convert to open repair. The physician feels that the modification and manipulation of the graft caused the apexes of the stent graft to get lodged into the tip capture which caused the deployment complications. A portion of the talent bifurcated stent graft was also explanted. The physician used a tube graft and sewed it to the bifurcation of the talent and infrarenal area to re-establish hemostasis and blood flow to the patients extremities distally. The explanted stent grafts were discarded by the user facility. No additional clinical sequelae were reported and the patient is fine.